Manufacturer narrative:
Reasonable attempts (3x) by phone and (2x) by email were made to the user facility to obtain patient information, treatment settings and patient photographs of the reported event, however; none was received. An examination of the subject device by a lumenis technical expert concluded that the et handpiece sapphire treatment tip and the et power meter calibration glass both had burn marks and debris build up as a result of insufficient cleaning by the user facility device operator in contradiction to device labeling. The technical expert further reported, following the replacement of the et handpiece and the power meter glass, the subject device met all lumenis manufacturer specifications. A review of device labeling states: cleaning during treatment - et hand piece - warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain. Calibrating the handpieces - warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No report of medical intervention was received other than the initial report.